Event description:
Used covid, rapid, at home, antigen test. Brand carestart covid-19 antigen (rchm-02071) manufactured by access bio, inc., for intrivo diagnostics, inc. (Lot ch21a24, initial expiration date of jun 2021, extended by FDA to 12 months from original date). Positive and negative control passed on (B)(6) 2022. Weak positive for human test (B)(6) 2022 0900 est. Negative clinic administered, pcr test collected at 1130 est. Another weak positive antigen test on (B)(6) 2022. FDA safety report ID # (B)(4).